Event description:
It was reported that a device was used during a low anterior resection. The surgeon could not fire the device. The surgeon readjusted the purse string suture and fired the device completely. When checking the staple line, the surgeon noted that there were no staples in the anastomosis. Another device was used to complete the case. A leak test was performed with a positive result. The surgeon hand sewed the anastomosis to control the leakage and placed an ileostomy to secure proper healing of the anastomosis. The surgical time was extended 1.5 hours.